Event description:
It was reported that there was a problem with the battery contact. Nothing further was reported.

Manufacturer narrative:
The display was blank due to capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. The insulin pump was returned with battery cap coin slot stripped.